Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the wake button was sticking. There was no reported impact to the customer's blood glucose level. Reportedly, customer continued using pump for insulin therapy.